Event description:
Home pt (hp) reported feeling full, as if they were overfilled, after using the homechoice cycler for automated peritoneal dialysis therapy. Hp reported during an appointment with a dialysis center they manually drained 4200ml of solution, which is 2200ml more than the programmed last fill volume of 2000ml. Hp reported during the previous therapy they had bypassed a "caution: negative uf" alarm. According to the hp, there was no pt injury or medical intervention.